Manufacturer narrative:
This incident is being re-evaluated as part of newly implemented procedures. Due to the customer stating the malfunction occurred during required ventilation, as well as the patient requiring manual ventilation due to device malfunction, this incident is deemed reportable. The end user stated issues related to the multimeter display, as well as rapid increase and decrease in pressure. Percussional evaluated the device, but could not replicate the issue. The device was working properly while under investigation. The customer received a replacement device. There has been no additional information on patient status. Any additional information received will be filed under a follow-up MDR.

Event description:
Per customer complaint, while the vdr-4 device was in use on a patient, the multimeter display stopped working. The end user removed the batteries and put the same ones back in. The multimeter information did appear, so it was confirmed not to be the batteries. It was assumed by the end user that the device was not sensing flow. The phasitron was replaced, but the problem still occurred. The master switch was turned off and on, resulting in the CPAP pressure to increase quickly and drop to zero. Additional efforts were made to get the system working properly, but none successful. The patient required manual ventilation while this malfunction occurred. No additional information on patient status was provided.